Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose of 23 mmol/l and customer alleged possible under delivery. Customer has not treated for high blood glucose. Customer stated that insulin exited at quick release and auto mode was not active at time of high blood glucose event. Insulin pump will not be returned for analysis.